Event description:
The customer reported that there was a precharge voltage error. This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The breaker underneath the capacitor power module had tripped. The breaker was reset. The system was tested and found to be working as intended and returned to service.